Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy assisted distal gastrectomy, after the device had grasped the duodenum, the device s topped working. The green light for the firing mode did not come on after the green button was pressed. The device was not reacting to anything. Since the jaws of the device could not opened at this point, the surgeon removed the device by sliding off the tissue. The jaws only opened after removal from the patient body, however, the device was still not working. While replacing the reload, the release button of the adapter was very hard and the reload was difficult to remove. The device was also noted to have made a strange sound. A new handle and adapter were opened to complete the case. There was no patient injury.